Event description:
A customer reported to beckman coulter, inc (bec) that erroneously an elevated troponin (access accutni) result, above the acute myocardial infarction threshold, was generated by unicel dxc 600i synchron access clinical system for one (1) patient. Repeat testing was performed on the same instrument and on an alternate instrument, and produced lower results. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this incident. The patient sample was collected in a lithium heparin plasma tube with gel, and was centrifuged for 8 minutes at 3000 rpm. The customer did not note any issues with sample quality or volume. The customer did not report any issues with qc or other assays, and declined service. Controls were run before and after the incident, and the results were within the established ranges. The instrument is currently performing within the qc specifications. The root cause for the erroneous troponin results could not be determined. A similar incident on (B)(6) 2012 at the customer's site is documented in MDR#2122870-2012-01045.

Manufacturer narrative:
The customer declined service. No additional data was provided. Conclusion: the exact root cause for the erroneous results is unknown and could not be determined.